Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed diagnostic testing relating to a pilot difference of 29.82. A ventilator service required message was populated upon the device turning on. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failed test was confirmed. The service engineer states that the trilogy evo system printed circuit assembly (pca) board will be replaced to resolve the issue. No further investigation is required.